Event description:
The contact called in for help with the customers meter. While troubleshooting, she performed a control test and received a result of 206 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.